Manufacturer narrative:
This incident has occurred during surgery. In a review of risk, formation of bubbles could lead to infection, hence this complaint is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre). Details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on 05/31/2017. All available information has been provided. This complaint has now been closed

Event description:
A report has been received of an event that occurred in (B)(6) during surgery. Vitrectomy cutter broken. During cutting air bubbles comes out from aspiration port. No sample is available for an evaluation. No information of patient injury.